Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. The device was unable to interrogate. The interrogation was unsuccessful even when the programmer was turned on and off and moved to another room. Upon interrogation premature battery depletion was noted. Last check 3 months back revealed the remaining longevity of 7 years to eri.the patient had left ventricular assist device. The patient was admitted to the emergency room. Device replacement was discussed. The patient also had bacterial infection. The patient was in a stable condition.